Event description:
The customer complained that the ac main light is not illuminated when connected to mains. The lack of an ac main light is indicative of a power supply failure which would result in the device functioning on battery power only. There was no report of pt use associated with the reported complaint.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The root cause of the reported problem was determined to be due to electrically shorted fet transistors, and diode on the power supply module portion of the power supply assembly. Proper device operation was confirmed after the power supply assembly was replaced. A replacement device was provided to the customer. Note: this device is not currently marketed in the united states, but is similar to a device that is marketed in the united states.